Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that stations were slow and in disconnected mode. The technical support specialist (tss) identified a slowdown on 3/18 that rendered the database server unusable due to performance issues. The server became unresponsive, causing all sites and stations to be placed in manual critical override. A data hosting agreement (dha) ticket was opened, and data center operations (dcops) worked with bd to migrate the server to faster hardware, followed by one week of monitoring with no further issues observed. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were slow and unresponsive, and the customer reported that one station was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.